Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the malfunctions "distal end has corrosion" and " connecting tube has corrosion" could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corrosion at the distal end and on the connecting tube. There was no patient involvement.